Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted where the biopsy channel clogged by a foreign element, the distal end cap cover had scratches and there was knob play and less angulation noted. No physical damage of the device was confirmed at the location foreign material was detected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified and a definitive root cause could not be determined. User can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "inspection of the instrument channel" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has been returned to olympus for evaluation. The evaluation is currently in process. A supplemental report will be submitted upon completion of the device evaluation/investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, that the evis exera iii colonovideoscope had forceps/instrument channel malfunctions. Upon inspection and testing of the customer returned device, the scope forceps/instrument channel malfunctioned due to reprocessing issue. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.